Event description:
It was reported to philips that the customer was unable to perform x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for an examination and the procedure was completed as planned by using the system. A philips remote service engineer (rse) examined the system remotely and confirmed the reported problem. Review of the logfiles confirmed that the connection with the generator was lost. A philips field service engineer (fse) visited onsite and replaced the power on circuit and the mpd control unit to resolve the issue. After that, the system was returned in good working condition and was ready for clinical use. Failure analysis of power on circuit and the mpd control unit could not be performed as the parts were unavailable. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As the procedure could be completed as planned and imaging was available, this complaint has been re-evaluated as not reportable. The codes were updated based on the investigation outcome.